Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to unknown reasons after approximately more than one year of being implanted. System was not replaced. No additional adverse patient effects were reported. Additional information received that patient experienced system infection.

Event description:
It was reported that this right ventricular (rv) lead was explanted with the rest of the system due to unknown reasons after approximately more than one year of being implanted. System was not replaced. No additional adverse patient effects were reported.